Manufacturer narrative:
Additional information: b5 - describe event or problem.

Event description:
Healthcare professional reported that a patient experience paradoxical hyperplasia (ph) to the bilateral outer thigh after coolsculpting elite treatment to the outer thigh, inner thigh, back and anterior bra areas on (B)(6) 2025, (B)(6) 2026 using surface 150 applicators, 2 months post treatment. Healthcare professional described the following: "tissue is more firm than surrounding tissue".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experience paradoxical hyperplasia (ph) to the bilateral outer thigh after coolsculpting elite treatment to the outer thigh, inner thigh, back and anterior bra areas on (B)(6) 2025, on (B)(6) 2026 using surface 150 applicators, 2 months post treatment. Healthcare professional described the following: "tissue is more firm than surrounding tissue".